Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient developed pustules underneath the sensor pod area only. On (B)(6) 2024, the patient consulted a physician who prescribed oral and topical antibiotic medications (sulfamethoxazole unspecified dosage for 5 days; and over the counter neosporin ointment). At the time of report the patient was doing well. No additional patient or event information is available.